Manufacturer narrative:
Device manufacture date updated to proper value. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect exams used during the procedure were evaluated by medtronic personnel. The evaluation found that the exams did not contain plans, leading to suspect tracer protocol being used. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a biopsy, a cerebrospinal fluid (csf) leak occurred at the brain stem. The leak was reported to have occurred due to an imprecision as the site was navigating with the navigation system when the reported issue. The site reported that the post-operative computed tomography (CT) showed a 2 cm lateral imprecision. Following a second registration, the procedure was completed and the patient woke up with no adverse side effects from the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.